Manufacturer narrative:
Alleged failure: I was told about a suction irrigation issue with the motor steaming/getting hot and the irrigation turning on without pressing the button. Per the rep they did not know the exact date the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing heavy corrosion. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a suction irrigation issue with the motor steaming and getting hot and the irrigation turning on without pressing the button.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a suction irrigation issue with the motor steaming and getting hot and the irrigation turning on without pressing the button.